Event description:
Customer contacted beckman coulter inc. (Bci) regarding false low vancomycin (vanc) results generated by the synchron lx20 pro analyzer for 2 patients. The initial vanc result for the first and second patient sample was "<3.5ug/ml" . It is the lab policy to repeat results before release so these patient samples were repeated upon which they gave higher results (15.1 and 15.7ug/ml for the first patient sample; 15.9 and 16.3ug/ml for the second patient sample). These results were not reported outside of the laboratory. Treatment was not initiated or withheld in this event, as the incorrect results were not reported outside of the laboratory.

Manufacturer narrative:
Qc had last run in the evening on the day of the event. Repeat results were obtained from the same reagent cartridge that was used for the original results. A field service engineer (fse) was dispatched, but could not duplicate the issue with vanc. Fse verified proper operations and alignments. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.